Manufacturer narrative:
Section g4: manufacturers aware date was inadvertently omitted from previous report. The correct date was (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer"s investigation conclusion: the report of a potentially compromised percutaneous lead was also confirmed based on the evaluation of the device. The pump was returned with the percutaneous lead cut approximately 5.5¿ from the pump housing and the severed distal end portion of lead, measuring approximately 33¿ in length, was returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Continuity and hipot testing were performed on the 33¿ distal end portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 5.5¿ pump end portion of percutaneous lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of both the black and brown wires adjacent to the pump housing. The conductors of these wires were exposed. The insulation breaches of the wires adjacent to the pump housing appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the black and brown wires could have resulted in a pump stoppage if the exposed conductors of either of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module. The heartmate ii left ventricular assist system (lvas) patient handbook contains a section on "caring for the percutaneous lead." However, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii IFU outlines indications of perc lead damage as well as how to respond to such events.e

Manufacturer narrative:
Approximate age of device: 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced a pump stoppage event and low flow alarm. Log file analysis confirmed a low speed hazard, low flow hazard and a pump stoppage event. The account reported a short to shield was suspected. The patient received a pump exchange on a unspecified date. No further information was reported.